Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses unistep plus stent was used during a metal stent implantation procedure performed on (B)(6) 2009. According to the complainant, the physician advanced the wallstent over a guidewire (unconfirmed jagwire) into the bile duct and faced difficulty deploying the stent. The stent would not deploy. Live x-ray images confirmed the stent did not open. The delivery device was removed and the procedure was completed with the same guidewire and a new wallstent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported "ok". This event has been deemed a reportable event based on the investigation results; stent wire perforation and stent damage.

Manufacturer narrative:
Patient's exact age is unknown; however, the patient was over 18 years old. Device evaluation: a visual examination of the returned device found that the outer sheath was retracted 3mm from the tip and that several distal stent wires had perforated through the outer sheath at 4mm proximal to its distal end. There was a bend in the stainless steel shaft and kinking of the shaft was noted at 50mm distal to the t-bar connector. There was also damage noted to the outer sheath at 98mm distal to the t-bar connector. During analysis it was not possible to retract the outer sheath due to the restriction caused by the stent wire perforation. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. The inner lumen was kinked distal to the stainless steel shaft and the distal stent wires were damaged. A review of the device history record (DHR) was performed; no anomalies were noted. This event has been assigned the most probable root of operational context.